Event description:
The customer reported a delay in cases of an hour and 30 minutes. The customer turned the system on and received an error massage. They could not clear the error message and the system would not prime. The customer borrowed a system from another facility and completed cases as planned. There was no pt injury.

Manufacturer narrative:
The company service rep examined the sys and observed the reported error message. The fluidics module was replaced and the problem was resolved. The sys was tested and met all prod specifications. The fluidics module is returning for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.